Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. There are kinks to the distal shaft 15.1 cm and 17.9 cm from the tip. The collar is partially separated, and the ptfe is still holding the two ends together. The proximal section of the separation is slightly flattened. There are kinks on the hypotube at 7.5 cm, 15.2 cm, and 104.7 cm from the handle. Microscopic inspection revealed that the tip is no longer circular in shape. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31 jul 2019. It was reported that the device could not cross the lesion. The stenosed lesion was located in the right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported. The patient was stable post procedure. However, device analysis revealed that the collar was partially separated, and the ptfe is still holding the two ends together.